Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted the peristaltic pump tubing for one of the aspirate probes was not aspirating and replaced the tubing. The fse also performed multiple proactive adjustments including: alignments and mixer speed and ultrasonics adjustments. The fse then repeated the system check which failed again due to a high washed %cv. To resolve this, the fse replaced the peristaltic pump tubing for the remaining two probes. The vacuum pump was also proactively replaced during a later service visit. The system was verified with system check, a precision run and controls. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 result was a hardware malfunction of the peristaltic pump tubing. All mdrs associated with this report 2122870-2015-00557; 2122870-2015-00558.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for two (2) patients. This report addresses the elevated access accutni+3 result which was generated on (B)(6) 2015 for the patient. A second sample for the same patient (designated as sample 2) was run on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system on (B)(6) 2015 and recovered lower, within the assay's normal reference range. The second sample was sent to an alternate facility and analyzed on a siemens dimension analyzer and a lower result, within the assay's normal reference range, was obtained. A third sample for the same patient (designated as sample 3) generated an elevated access accutni+3 result on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system. This sample was also sent to an alternate facility and analyzed on a siemens dimension analyzer and a lower result, within the assay's normal reference range, was obtained. At least one result was reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred due to the elevated access accutni+3 results. MDR 2122870-2015-00558 addresses the elevated access accutni+3 results obtained on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical systems for two (2) patients on (B)(6) 2015. Quality control was performing within customer established ranges at the time of the event. System parameters of calibration and system check were not performing within assay and instrument specifications at the time of the event. The patient's samples were collected in serum tubes. The customer did not provide specific information regarding the centrifugation of the patient's samples. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.